Event description:
It was reported during ablation of a left kent, the catheter became stuck in the mitral valve chords. Despite several attempts to remove the catheter, it remained stuck. The pt was transferred to an emergency surgery unit of another hospital ((B)(6)) where he underwent a thoracotomy with extra-corporeal circulation. The surgeon managed to access the left ventricle of the pt and remove the catheter. He explained that one the chords was wrapped around the catheter. The pt was reportedly recovering after surgery.

Manufacturer narrative:
St. Jude medical is awaiting device return. Once we have completed our investigation, a f/u medwatch report will be submitted.